Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt felt a strong pulsing or jolting sensation when the stimulation was first turned on, and when using the programmer. The sjm representative met with the pt and provided low perception settings and amplitude levels, but the issue persisted. A replacement programmer was sent to the patient. Attempts to determine further troubleshooting outcomes were unsuccessful.